Event description:
A malfunction was reported on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Corrective actions included the customer planning to administer insulin after resetting the pump. Technical support provided information and assistance with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if any further issues arose.